Event description:
Deep brain stimulator implanted for control of parkinson's disease. Patient developed infection at implant site; required additional hospitalization, explant of device, and antibiotic therapy. This is one of three identical cases (same product) that have come to the attention of the company.